Manufacturer narrative:
Plant investigation: the reported symptom distorted display was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional / display test failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the liberty select display screen was very dim. The patient described the screen as fading in and out. After attempting to troubleshoot the patient was advised to discontinue use of the cycler and a replacement cycler was arranged. The patient was advised to contact the peritoneal dialysis nurse. It is unknown if the patient completed treatment. Additional information was solicited.